Event description:
The customer called and reported experiencing high blood glucose of 595 mg/dl. At the time of this report, customer's blood glucose was 580 mg/dl. The customer stated he gave himself a bolus, followed by an insulin shot. The customer ran a manual prime with current set and stated insulin exited at the quick release. It was found that customer had used the last of a vial of insulin to fill his reservoir. Customer declined to troubleshoot further, stating that his doctor instructed him to change out the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.